Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was by stress of repeated use, external factors, or handling of the device. The event could have been detected/prevented by following the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the tip of the objective lens adhesive part peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The device was returned and evaluated. Further evaluation found water tightness was lost due to a pinhole on the universal cord, adhesive on the bending section cover had a chip, the video connector case had a crack and was deformed, the label on the light guide connector is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.